Manufacturer narrative:
Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced. An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Should additional information become available it will be reported in a supplemental report upon completion of the investigation.

Event description:
As reported: "patient complained of pain and clicking in knee. All available information submitted". Explant picture provided by the rep shows a metalback patella with its poly portion exhibiting notable damage. An a32 metalback patella and 3x9 insert were revised to an a32 x3 patella and 3x11 cr insert.